Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
(B)(4). Examination of the returned device finds burnishing on the tibial component that indicates micromotion. Very little cement was observed on the tibial component. Patient x-rays were provided but not dated. The implant appears to be placed in proper position. The possible lucency between tibial interface and bone cement reported in complaint cannot be confirmed. It cannot be determined, with the x-rays provided, that the complaint is product related. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Revision surgery on tibial component was noted to be loose.